Event description:
It was reported that there was a shocking or jolting sensation. The patient started having electrical shocks on (B)(6) 2015. The patient had not fallen down. The patient last saw his pain management doctor about 2 months ago. It was noted that the patient was on pain management medication and had their implantable neurostimulator (ins) replaced in 2011. The patient had scar tissue and did not want to do surgery again. It was later reported that the patient had not complained about any further electrical shocks for a few days and appeared to be doing well with the spinal cord stimulator (scs) and in general. If they could not get in contact with the patient¿s pain doctor, they would get a new doctor to check the patient¿s device.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# la9727, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4)implanted: (B)(6) 2002, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. (B)(4).